Event description:
Patient¿s legal counsel reported that patient underwent total hip arthroplasty and alleged subsequent personal injury. Legal counsel for patient further reported patient allegations of negative effects to tissue, bones, muscles and ligaments. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information provided in patient medical records and a review of invoice history found that patient underwent left total hip arthroplasty on (B)(6) 2009 and a right total hip arthroplasty on (B)(6) 2007. There have been no reported revision procedures to date.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 15 states, ¿elevated metal ion levels have been reported with metal on metal articulating surfaces.¿

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 6 of 8 mdrs filed for the same patient (reference 1825034-2013-01058 / 02103 & 2014-00717 / 00722).